Event description:
The customer reported that the system would display a hard disk failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the central processing unit and the system hard disk drive and the interconnect cable. The system was tested and found to be working as intended and put back in svc.